Event description:
The hospital notified maquet field clinical representative (fcr) that blisters were observed many days post-op in occurred. In 2009, fcr stated, "the incision near the knee consistent with an incision made for evh. There are also 2-3 additional skip incisions on each leg, approximately 2-4 cm, indicating a bridging type procedure in addition to evh. The head cardiac nurse states that the facility has been doing evh as long as she can recall, and has been doing it the same way. This is the first time they have seen anything like this. The head cardiac nurse was not sure if the patient might have been burned, but could not figure out how that could have happened. It was not known how the leg was wrapped following vein harvest. On post op day 5 when the patient was in the ICU, blisters were noted to be found on the patient's left foot. From the photograph, there was an incision near the knee, as well as 3 other skip incisions in the thigh. There doesn't appear to be any vein harvest of the lower leg. There is ecchymosis of the left foot in addition to blisters on the dorsum of the foot and the medial ankle. The head cardiac nurse stated she heard there may have been ted hose or scds placed on the patient's leg following surgery, but did not know for sure. The patient is under the care of wound care nurse and the blisters are improving.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem.